Event description:
It was reported by the dr that during use of the xps bone bridge drill bit the skull was penetrated resulting in leaking of cerebral spinal fluid. The procedure was discontinued, pressure bandages were applied, and antibiotics were administered.